Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a scope socket failure; the slider switch was found stuck inside the scope socket, causing all led lights to flash on the front panel. Additional evaluation findings are as follows: (1) front panel noted cracked; (2) olympus lamp life over 500 hours and measured out of specification. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were flashing upon powering on the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel blinked because there was clogging in the socket due to a failure of the slider switch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.